Event description:
It was reported that during a panniculectomy case, the tip of the device broke off. It was not found, but x-rays indicated that it was not in the pt. The surgeon did hit metal with the blade. Another device was used to continue the case. No pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.